Event description:
There have been 3 incidents (in 1 pt) of catheter malfunction. The resident went to the trauma bay to insert a triple lumen bolt system into the pt to monitor icp, pbto2 and btemp. The procedure went without a hitch... Dura opened, pto2 and btemp probes were passed easily. Then the l-catheter was zeroed and was passed into the bolt system. A wave form did appear however, when the resident tightened the icp cap, the icp shot up to the 300's (with no wave) and 3 red lines appeared where the icp number should read on the camino. The resident loosened and pulled the catheter out and tried again with the same result. A second l-catheter was then obtained and the procedure attempted a third time. The same result occurred. This time, however, the red lines disappeared and a message appeared... "Not connected... Cannot read." A third catheter was obtained and the procedure attempted for the fourth time. This time the l-catheter placement was successful; the icp wave form was good and was <20. Last night (2 days after the fourth catheter was placed) this pt's icp began to trend upward. When the icp was sustained above 20 the pt went for a head CT. The CT showed no increase in swelling and an evolving stroke. It was noted after the CT scan that the icp reading was 40-50 without a wave form. Multiple interventions were performed including sedation and mannitol. When the treating team was still unable to control the icp the decision was made to place a ventriculostomy questioning the validity of the l-catheter. The opening pressure of the ventric was 9 (l-catheter reading was still 40-5-). During the time of increased icp reading from the l-catheter, pbto2 did trend downward somewhat though never appeared below 20. Co will save all the l-catheters so the pt to monitor icp, pbto2 and btemp. The procedure went without a hitch... Dura opened, pbto2 and btemp probes were passed easily. Then the l-catheter was zeroed and was passed into the bolt system. A wave form did appear however, when the resident tightened the icp cap, the icp shot up to the 300's (with no wave) and 3 red lined appeared where the icp number should read in the camino. The resident loosened and pulled the catheter out and tried again with the same result. A second l-catheter was then obtained and the procedure attempted a third time. The same result occurred. This time, however, the red lines disappeared and a message appeared... Saying something like "not connected... Cannot read." A third catheter was obtained and the procedure attempted for the fourth time. This time the l-catheter placement was successful; the icp wave was good and was <20. Last night (2 days after the fourth l-catheter was placed) this pt's icp began to trend upward. When the icp was sustained above 20 the pt went for a head CT. (The CT showed in swelling and an evolving stroke). It was noted after the CT scan that the icp reading was 40-50 without a wave form. Multiple interventions were performed including sedation and mannitol. When the team was still unable to control the icp the decision was made to place a ventriculostomy questioning the validity of the l-catheter. The opening pressure of the ventric was 9 (l-catheter reading was still 40-50). During the time of increased icp reading from the l-catether, pbto2 did trend downward somewhat though never below 20.